Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files contained multiple low battery hazard alarms associated with loss of external power events while using the mobile power unit (mpu). The events appeared to resolve once the power was completely restored to the mpu.

Manufacturer narrative:
Section d6a: date of implant was inadvertently reported in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 14 days (11aug2022 ¿ 25aug2022 per timestamp). No external power alarms coincident with a loss of ac power were active on 14aug2022 from 15:01:30 ¿ 15:01:38, and from 15:06:14 ¿ 15:06:21, and intermittently from 19aug2022 at 16:55:40 ¿ 22aug2022 at 17:13:27. The alarms occurred while the controller was connected to the mpu. The backup battery was able to provide power to the system during the alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made asking for the serial number of the mpu, if the mpu has a v-lock connector, if the ac power cord came loose from the wall or the back of the unit, if there were any environmental circumstances that may have caused the alarms, if the mpu was exchanged, and if any product will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.